Event description:
During an ablation procedure to treat premature ventricular contraction a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tube on the catheter was leaking and was damaged. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav oi catheter was returned to boston scientific for analysis. Visual inspection confirmed that the irrigation extension tubing was found partially detached and separated from the luer fitting at the adhesive joint. The reported event was confirmed.

Event description:
During an ablation procedure to treat premature ventricular contraction a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tube on the catheter was leaking and was damaged. The catheter was exchanged and the procedure was completed successfully with no patient complications.